Event description:
The customer reported that the device activated on its own while inside the patient. There was no patient injury.

Manufacturer narrative:
(B)(4). The incident device was returned for evaluation but the cord had been removed. Due to this fact, the cord was cut too short to splice into and covidien could not perform functional testing on the device with a generator. A visual inspection noticed that the dome under the switch was flattened, which could contribute to the reported event. It could not be determined where the damage to the dome occurred and covidien could not reliably confirm or verify the cause of the customer's complaint.